Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin when filling the cartridge. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. Customer continued using the current cartridge with the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.